Manufacturer narrative:
The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A risk manager reported an issue with a 24cm schon xl double lumen catheter. It was reported that the device required replacement due to a hole in the blue port catheter/extension leg. The original catheter was placed and heparinized. Ir did not recognize the leak but it was reported they barely had the catheter un-clamped for any long length of time. Dialysis treatment was started, and a hole was noted during aspiration and flushing, which resulted in a leak in blue port. Ir was notified and the catheter was exchanged. There was no report of the patient experiencing any adverse effects, harm, or require medical intervention as a result of this incident.

Manufacturer narrative:
Returned for evaluation was one (1) used schon dialysis catheter.the returned sample was placed in water and air was applied to the catheter and the hole was confirmed in the extension leg. (B)(4) and the dialysis catheter complaint sample was sent to supplier/manufacturer (martech) for sample evaluation/root cause determination and DHR review of the reported lot number.  Per (B)(4) response, the hole in the extension tubing is consistent with those generated by the clamp when closing it with the guidewire still inside the catheter [extension leg tubing].  The DHR review show no issues of concern.  The customer's reported complaint of a "hole in the blue port catheter/extension leg" was confirmed. The root cause of the hole in the extension leg tubing is likely due to handling damage by end user closing device clamp with guidewire inside of the extension leg tubing. Labeling review: the instructions for use, which is supplied to the end user with states; "clamping the catheter repeatedly in the same spot could weaken the tubing.  Change the position of the clamps regularly to prolong the life of the tubing." A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint.  The review confirms that the lot met all distribution specifications; i.e. No ncr associated with reported failure mode. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).